Event description:
It was reported that during operation, the bur was wobbling. There was no patient impact.

Manufacturer narrative:
H3: product analysis confirmed the reported event. During pre-check bur wobble was found. The front-end bearing of the handle was corroded and the bur cannot be fixed, which causes the bur to shake. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.